Manufacturer narrative:
This compliant has been downgraded from a serious injury to a product problem as the administration of manual ventilation is a standard clinical approach to protect the patient's airway prior to being transitioned to another ventilator. There was no patient harm or injury incurred. Verified ip, unable to confirm shut down error. Customer states the unit gave 1009-pressure regulation high error. Confirmed 1009 error and performed full performance verification. Unit successfully passed all testing and is approved for use.

Event description:
The biomedical engineer (bme) reported that the ventilator shutdown and gave an inoperable alarm while in use. The ventilator was on a patient at the time of the issue. The patient was manually ventilated and swapped to a different ventilator. There was no additional patient harm. The bme confirmed the presence of error in the event logs, which indicates pressure regulation high. The bme spoke with a remote service engineer (rse) and the rse advised the bme how to troubleshoot per the service manual: verify the proximal and machine tubing connections, verify the pressure and flows, replace the data acquisition (da) pcba, replace the motor controller (mc) pcba. The bme requested onsite service.